Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of total power failure alarm, however, performance testing could not reproduce the reported complaint. Therefore, the root cause is unable to be determined. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. It was reported the patient turned blue and oxygen saturation of the patient dropped to 50%. It was reported the patient was manually ventilated, placed on a backup ventilator and is in stable condition.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. An initial evaluation of the device confirmed the reported complaint, but could not duplicate the reported complaint. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. It was reported the patient turned blue and oxygen saturation of the patient dropped to 50%. It was reported the patient was manually ventilated, placed on a backup ventilator and is in stable condition.